Event description:
It was reported that the patient experienced a bent cannula which led to hyperglycemia (350mg/dl) and treated the elevated blood glucose with insulin delivered via the pump (b)(6)2026.

Manufacturer narrative:
E1: Name: Medtronic MinimedStreet: 18000 Devonshire StreetCity; Northridge State: CA Zip Code: 91325-1219Country: United StatesBased on the available information, this event is deemed to be a Serious InjuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380